Event description:
It was reported a suspected shocking coil damage on this right ventricular (rv) lead. The physician decided to explant and replace the device. The device is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow-up appointment, a high shock impedance was noticed on this right ventricular (rv) lead due to a suspected shocking coil damage. The physician decided to explant and replace the device. The device is not expected to return. No additional adverse patient effects were reported.